Event description:
It has been reported to philips that the system did not boot, it froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited onsite and found system did not boot. After reviewing log file fse found grabber card failure. The frame grabber captures the video from the allura system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.